Manufacturer narrative:
The chloride electrode lot number and expiration date were not provided. The field service engineer (fse) cleaned the inside and outside of the sample probe and replaced the lamp. Qc was acceptable. The investigation determined the event was consistent with a contaminated sample probe. The service actions resolved the issue.

Event description:
We received an allegation of discrepant results for 3 patient samples tested for chloride on a cobas c 303 analytical unit. Patient 1 initial result was 125 mmol/l. The repeat result was 25 mmol/l. Patient 2 initial result was 557.8 mmol/l. The repeat result was 113 mmol/l. The sample was repeated at a different laboratory using an unknown method, with a result of 108 mmol/l. Patient 3 initial result was 247 mmol/l. The repeat result was 114 mmol/l. The sample was repeated at a different laboratory using an unknown method, with a result of 108 mmol/l.